Manufacturer narrative:
Additional information was requested and the following was received: it was reported that the staples would not tighten and did not clip right. Please confirm that you are indicating that the straps were loose and there was difficulty with straps adhering to tissue or mesh. If that is not correct please elaborate on the difficulty that you experienced? - it was reported by the surgeon that the staples were not fixing right on the tissue, after the staples they were loose in the tissue.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the staples would not tighten and did not clip right. Please confirm that you are indicating that the straps were loose and there was difficulty with straps adhering to tissue or mesh. If that is not correct please elaborate on the difficulty that you experienced?

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, straps were not tightened and did not clip right. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.